Event description:
A 3.5mm diameter x 12mm length s670 over-the-wire stent delivery system was inserted into the left anterior descending coronary artery of a pt that two days earlier experienced an acute myocardial infarction and cardiac arrest. There was thrombus present in the artery, distal to the target lesion site prior to the stent insertion. The 95% lesion was not pre-dilated prior to the device being inserted. The stent was successfully deployed at the target lesion at 16atm, however, immediately after stent deployment the left anterior descending artery was totally occluded beyond the diagonal branch. Subsequently, the stent delivery system was removed and a 4.0mm ptca balloon was inserted. Despite multiple balloon dilations, there was no improvement in blood flow to the artery. The balloon catheter was removed and another s670 stent was then inserted and deployed at 14atm to the site of occlusion. After the stent was deployed, angiography of the vessel revealed the artery was totally occluded. The pt experienced chest discomfort and nausea and a decision was made to take the pt emergently to surgery for coronary bypass, despite poor ventricle function. There were no additional clinical sequelae reported relative to the event. Separate medwatch reports have been submitted for each device involved in this event.